Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker identified the reported issue as consistent with user interruption of the 1.13 version software update. Stryker archives the device, and the customer receives a replacement device.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.